Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (error b30) event occurs due to the faulty scope socket. Power supply is damaged due to power supply unit is bent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed the b30 error (scope communication error). The customer was assisted with troubleshooting and the error led to the issue being with the light source, not the scopes. There were no reports of patient harm.